Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: investigation summary: according to the information received, open hysterectomy whilst tying & closing uterine vessel with 0 vicryl j346h suture material snapped. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that eleven unopened samples of product code j364h was received for evaluation. Visual inspection of the unopened samples no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-02499, 2210968-2021-02501, 2210968-2021-02502, and 2210968-2021-02503. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number pdk402, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while trying to close the uterine vessel. There were no adverse patient consequences reported. No additional information was provided.